Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating the neurologist performed an impedance check and no cause was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who is implanted with a neurostimulator for obsessive compulsive disorder and movement disorders. It was reported that there is >40000 impedances on c3 03 13 23 combinations. No known activity or event prompted the issues. Impedances were tested and >40000 was reported. Caller reports the patient is using c 1-2- and getting effective therapy. No symptoms reported. No further complications were reported or anticipated.